Manufacturer narrative:
Upon inspection of the final device it was determined the device experienced the issue of the siderail being difficult to raise/lower, which is not reportable.

Event description:
This report summarizes 8 malfunction events, where it was reported the access door won't latch, there was a false latch of the siderail, or the siderail was stuck at lowest height.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 8 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the access door won't latch, there was a false latch of the siderail, or the siderail was stuck at lowest height. There was no patient involvement.